Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: no direct allegation of deficiency was made and the product involvement appeared to be incidental to the reported patient death. The patient died due to blood loss and the catheter was found in the patient's hand. No allegation of inadequate product performance was made. The statement was made, by the facility, "the doctor guessed that the patient died of excessive loss of blood by self-removal of the catheter." One 15cm power-trialysis¿ alphacurve¿ dialysis catheter was returned for investigation. The returned catheter matches part number 5653150j-trialysis pcshaft15cm kitjpn. The rotatable suture wing was present at the distal end of the molded trifurcation. No sutures were tied through the holes in the rotatable suture wing. The removable suture wing was not returned with the power-trialysis catheter. It could not be confirmed that either suture wing was used. Non-vad injection caps were attached to each luer adaptor. The clamps were closed over the venous and arterial lumens. Residue that was consistent with tape or dressing residue was observed on the external surface of the power injectable and venous extension legs and on the curved section of the catheter shaft. A microscopic examination revealed no deformation or marring around the edges of the rotatable suture wing holes. A functional test revealed that each lumen of the catheter could be flushed and aspirated with water successfully. No leaks or occlusions were detected in the catheter. No product damage or deficiency was observed during the sample analysis. The instructions for use (IFU) state, "the rotatable, pre-attached suture wing is oriented to the skin surface and the catheter is attached using a suture. When placing the catheter, use the removable suture wing to minimize movement at the exit site. 1 using your fingers, squeeze the suture wing together so that it splits open and place the wing around the catheter near the venipuncture site. 2. Secure the wing onto the catheter by tying sutures around the wing using the suture grooves. 3. Secure the removable wing in place by suturing through the holes or by using adhesive wound closures." The complaint that the returned device caused or contributed to the reported patient death could not be verified from the sample analysis. No damage or defects associated with the manufacturing process were observed on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient allegedly removed the powertrialysis by himself/herself, and s/he died of excessive blood loss by self-removal of the catheter. The detailed information is currently being confirmed. (B)(6) 2019 - additional information was received from the facility. The male patient in his seventies was taken in the ambulance by acute kidney injury and the powertrialysis was inserted on (B)(6) 2019. At around 11:50pm on (B)(6) 2019, it was found that the patient lay in blood. When he was found, he had already passed away. The powertrialysis catheter had been removed from his body, and the removed catheter was grasped in his hand. Residues of the dressing were allegedly adhered around the catheter, and the suture wing, which had been attached to the catheter in the placement procedure, was missing and could not found. The doctor guessed that the patient died of excessive loss of blood by self-removal of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient allegedly removed the powertrialysis by himself/herself, and s/he died of excessive blood loss by self-removal of the catheter. The detailed information is currently being confirmed. 12/06/2019 - additional information was received from the facility. The male patient in his seventies was taken in the ambulance by acute kidney injury and the powertrialysis was inserted on (B)(6) 2019. At around 11:50pm on (B)(6) 2019, it was found that the patient lay in blood. When he was found, he had already passed away. The powertrialysis catheter had been removed from his body, and the removed catheter was grasped in his hand. Residues of the dressing were allegedly adhered around the catheter, and the suture wing, which had been attached to the catheter in the placement procedure, was missing and could not found. The doctor guessed that the patient died of excessive loss of blood by self-removal of the catheter.